Manufacturer narrative:
The malfunctioning device has not been received by the manufacturer for evaluation as part of the complaint investigation therefore, the results of this investigation are still pending.

Event description:
Stylet broke off from hub when withdrawing from the line in pt.

Event description:
Stylet broke off from hub when withdrawing from the line in pt.

Manufacturer narrative:
We received one used catheter as a sample. The stylet was detached from the y-piece. The stylet was heavily coiled and displayed abrasions/scratches. The stylet came out of the y-piece. Microscopic examination of the y-piece demonstrated a clear imprint inside the gluing of the cap confirming that the stylet was correctly clamped. The scratches occurred due to the high force applied when removing the stylet resulting in scratching of the coating on the stylet. The coiling of the stylet can occur due to the handling and removal of the stylet, especially as you keep rewinding with clamping scissors to pull the stylet out further. The following information is provided in the product IFU regarding problems during stylet removal. Caution: "if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal. If resistance still remains, withdraw catheter and stylet simultaneously.". A review of the batch history records for 8178395 and 8178394 was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force of catheter components is randomly checked. The tensile force value between the stylet and y-piece for both batches is within the specifications. It is a safety feature that the tensile strength of the stylet exceeds the tensile strength of the connection between the stylet and the y-piece. This ensures that the stylet does not snap by itself. The incoming goods inspections and two 100% visual tests after packaging are conducted with no exceptions found. There are four further complaints for batch 8178395, nine further complaints for batch 8178394, and three further complaints regarding a detached stylet on code 4g07125203 within the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: based on the investigation, this issue could not be determined to be caused by manufacturing; therefore, no further corrective action will be initiated at this time. However, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Stylet broke off from hub when withdrawing from the line in pt.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.